Event description:
It was reported that the superion indirect decompression system implant had migrated as x-ray imaging had revealed the implant was no longer positioned on both sides of the spinous process. During the revision procedure the physician was unable to retrieve the implant. The revision procedure was aborted. The patient was stable and discharged post operatively.